Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing. Note: please note that we modified our reporting strategy on march 15, 2023 and therefore we now assess this case as reportable.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: unit was giving high alarm triggering, during cheak up I found unit was giving alarm for defective buzzer. Summary: tf 243004 buzzer defect at startup or buzzer defective.